Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor in which the device would not pump. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred during programming/set-up in the anesthesia department. There was no patient involvement. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty mpu (micro processing unit) board. The mpu board has been replaced.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.